Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed several sample integrity errors in the equipment error log and determined air pump malfunctioned. Then, the cse replaced the air sample probe pump assembly. Next, the cse cleaned the sample probe plunger, checked the sample probe alignment, aligned the reagent 1, 2, and 3 probes, and cleaned the reagent probe washing stations and luminometer. After that, the cse tested the flow of reagent probes and the dispensing of acid and base and adjusted the vacuum. Then, the cse performed a module self-check, which was acceptable. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed intact parathyroid hormone (pth) result was obtained on a patient sample and falsely elevated enhanced estradiol (ee2) results were obtained on multiple patient samples on an atellica im 1600 analyzer. Eight falsely elevated ee2 results were reported to the physician(s), who questioned the results. It is unknown if the other initial results were reported to the physician(s). The samples were repeated on alternate atellica im 1600 analyzers. The repeat results were considered correct and the results for the eight samples were corrected. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00144 with the FDA on 28-jun-2024. Correction (28-jun-2024): section b5 and section b6 of the initial report indicated that multiple intact parathyroid hormone (pth) and enhanced estradiol (ee2) results were obtained on patient samples. The ee2 results for 8 samples were corrected. The other samples did not have corrected reports. For samples without corrected reports, the customer clarified the initial results were reported to the physician and the initial results were considered correct. The repeat results were processed for comparison purposes only.